Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during deployment the balloon of the commander delivery system did not inflate and contrast leakage was noted in the ascending aorta. The system was removed and there was no injury to the patient. No valve was implanted. Visual inspection of the delivery, once it was removed from the sheath revealed that the proximal part of the balloon was disconnected from the delivery system.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, a separation at the transition between the crimp and the inflation balloon and the laser bond (I/c) between the two components were still intact. No functional testing was performed due to the condition of the returned device (balloon material separation proximal to I/c bond). The failure itself was consistent with a tensile failure. Engineering was able to recreate increased load on the area that was confirmed to have failed through 2 previously executed separate studies: inadvertently leaving residual fluid in the balloon prior to valve alignment and inadvertently performing valve alignment in a non-straight section of the aorta. Dimensional analysis of the crimped balloon found the balloon wall thickness met specifications. The complaint for the balloon ¿ torn was confirmed based upon the visual inspection of the returned device (balloon separation). No manufacturing non- conformities were able to be identified during the engineering evaluation of the returned device (review of complaint history, lot history, DHR and manufacturing mitigations). It is known that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure at the area in question. While a definitive root cause was unable to be determined, there was no information in the description of the complaint that indicates that any other procedural factors contributed to the event. However, the following are the procedural/patient factors which can contribute to balloon torn: not retracting the flex tip back to the triple marker position prior to deploying the crimped valve could result in increased tensile load on the constrained portion of the balloon, which subsequently can contribute to the separation of the crimp balloon and the inflation balloon. In this case, there was no report of an irregular balloon expansion, therefore there is little evidence to support this issue occurred. Residual fluid left in the inflation balloon or a change in the balloon shape (unpleated profile occurring due to inflating more than 20-30% during prep) after deairing, can contribute higher forces being applied to the crimp balloon during alignment process. (Excess fluid remaining in the balloon and balloon shape could lead to enlarge balloon profile, potentially increasing the alignment force.) Patient anatomy (vessel tortuosity) may have negatively impacted the delivery system during valve alignment, causing additional force needed for alignment (friction between balloon and flex shaft). The complaint for balloon burst was confirmed. However, no manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the october 2016 control limits for this trend category. Therefore, no corrective or preventative action is required. However, a risk assessment was initiated.